Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Upon evaluation, fire testing was not conducted because the trigger was jammed, then the device was disassembled; the prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. Impact on the prongs of insertion fork caused the device to not working properly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used to fix mesh. During the procedure, when the surgeon started shooting, the straps did not come out properly. The strength of the shooting was weak; therefore the straps came out poorly and did not catch. Another like device was used. The procedure was completed successfully with no adverse patient consequences.